Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient stated on stryker active (B)(6) page "I had a total right knee replacement in 2012, it became unstable and I had a revision surgery in (B)(6) of 2016"